Event description:
Pump intermittently displayed occlusion alarms without apparent cause, as reported by the distributor from france. There was no reported impact on customer¿s blood glucose level. Awaiting pump's return for further examination to identify the issue.